Event description:
Second instance of cap easily separating from the syringe sleeve when the plunger pulled back. This allows the syringe to disengage and therefore the injection does not easily occur in the appropriate way. The device was replaced prior to the pt being brought to the room.